Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Also, with intermittent button response on the escape and act buttons due to moisture damage on the keypad traces. Unable to perform the occlusion and excessive no delivery tests due to prime fill anomaly. Unable to verify delivery anomalies due to prime fill anomaly. The insulin pump passed displacement test, rewind, self-test and unexpected restart error test. The stop idle current and run current measurement tests are within specification. The insulin pump passed off no power alarm test. The insulin pump had a partially broken reservoir tube lip, scratched reservoir tube window, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and a missing the end cap sticker.

Event description:
It was reported that insulin was squirting out during the prime process on the customer's insulin pump. The customer's drive support cap was not protruded. Customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.